Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to system check displayed on receiver testing. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).